Event description:
During device recertification by a baxter service technician, a colleague infusion pump was found with failure code 550:320:654:0000, which occurred upon power up and failed to audibly alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.